Manufacturer narrative:
As the siemens senior technical consultant immunoassay was troubleshooting with rhe customer, it was discovered that the customer is using li plasma as their sample type and the instructions for use for this assay recommends serum as the sample type. The patient sample is unavailable for further evaluation. The cause for the discordant (B)(6)in comparison to other methodologies maybe attributed to the incorrect sample type. No further evaluation of the device is required.

Event description:
A (B)(6) patient result was obtained and reported to the physician. The physician questioned the result. Upon retest of the patient sample, the results were (B)(6). The customer also diluted the sample x2 and the result was (B)(6). The hospital ran (B)(6). Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to (B)(6) .